Event description:
A report was received that the source failed to return to the fully shielded position during a test. No patients were being treated at the time the event occurred. The source was returned manually using the source return device supplied with the equipment.